Manufacturer narrative:
The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient was injected in the lips with 1 cc of unknown dermal filler and in the upper face with 40 units of botox®. The patient experienced significant swelling in lips immediately after injection with the unknown dermal filler. The swelling began to spread to other areas of the face previously treated with juvéderm voluma® xc and juvéderm® ultra. The patient went to emergency room as per doctor¿s orders. The patient was given an oral steroid, antihistamine and epinephrine and was kept in the hospital overnight for observation. At 24 hours post-injection, the swelling in the lips subsided but residual swelling was noted in the face. The treating physician stated the swelling was due to botox® and not the filler, although the physician did not have experience with aesthetics. The hcp did state patient will swell in lips after injection but that swelling is typically mild to moderate and not the significant degree that was noted with this injection. The patient may have taken valtrex prior to the most recent treatment. Arnica may have been applied to the face after injection, although that cannot be confirmed. The symptoms have not resolved. This is the same event and the same patient reported under MDR ID # 3005113652-2019-00652 (allergan complaint # (B)(4)) and MDR ID # 3005113652-2019-00654 (allergan complaint # (B)(4)). This MDR is being submitted for the second suspect product, juvéderm voluma® xc, a device manufactured by allergan.